Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 14 years and 10 months post implantation due to pain and elevated metal ion levels. Altr, osteolysis, and cold welding were also confirmed during the procedure. The head and cup were exchanged without any known complications. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} corrected: b3 updated: g3; h2; h3; h4; h6; h10 visual examination of the returned product identified that the taper adapter shows tool mark indentations and cut through to the inner taper wall from use / extraction. Taper hole shows foreign debris. The taper was sent for further analysis and it was determined that the taper surface aligns with a score of 4 which corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris". Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No device problem was found for the cold welding as this is the design intent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.